Event description:
It was reported that the latitude monitoring system had a high impedance alert for this system. The low energy shock impedance was greater than 400 ohms. Also, there were multiple untreated episodes due to oversensing of noise. An in-office check could reproduce the noise with patient movement. The local representative is discussing a system replacement with the physician. There were no known adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient does not need an implantable system. The physician elected to program the therapy off. The system remains implanted. There were no additional adverse patient effects. It was reported that the latitude monitoring system had a high impedance alert for this system. The low energy shock impedance was greater than 400 ohms. Also, there were multiple untreated episodes due to oversensing of noise. An in-office check could reproduce the noise with patient movement. The local representative is discussing a system replacement with the physician. There were no known adverse patient effects. The system remains implanted.